Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise and myopotentials oversensing. It was noted that the physician suspected lead damage and the lead has been closely monitored the last two years. The physician elected to cap and replace the lead on (B)(6) 2020. The patient was stable before, during, and after the procedure with no symptoms or consequences reported.